Manufacturer narrative:
This report is submitted on june 4, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent a skin flap revision surgery on (B)(6) 2018, due to poor magnet retention. The implanted device remains.